Event description:
It was reported that the tubing broke into two pieces while connected to a patient. Although requested, there were no further details or information provided and no report of patient harm.

Manufacturer narrative:
The customer¿s reports that the tubing broke into two pieces was confirmed. The set was visually inspected for cracks, misassemblies or damages to the components. Visual inspection of the extension set noted that a male luer tip was broken off into the female luer port of the maxplus connector of model mpx5304-c. No issues or anomalies were observed with the mpx5304-c other than the observed male luer tip that was lodged inside of it. Closer inspection under magnification observed stress marks at the break site of the male luer tip. No tool marks were observed. Functional testing was deemed unnecessary due to the broken male luer tip and the obvious leak that would occur from the break. The root cause of the break is due to an outside force on the male luer as indicated by the observed stress marks at the break site. The root cause of the outside force could not be determined.

Manufacturer narrative:
Additional medwatch information provided. IV started to infuse fluid and IV broke at lock site (mpx5304-c bd maxplus pressure rated extension set connected to mc 4439 bc maxguard extension set with 4 way stopcock). Had to take down to insertion due to plastic broken inside hub.

Event description:
Describe the event or problem IV started to infuse fluid and IV broke at lock site (mpx5304-c bd maxplus pressure rated extension set connected to mx4439 bd maxguard extension set with 4 way stopcock) had to take down to insertion due to plastic broken inside hub.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics not provided.

Event description:
It was reported that the tubing broke into two pieces while connected to a patient. Although requested, there were no further details or information provided and no report of harm.